Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition; a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was partially fired 1/8. The cartridge lockout was found normal. After further analysis, the cartridge deck and sled were found damaged. The damaged found on the cartridge deck is consistent with damage caused when the device is clamped over a hard object. When this happens, the cartridge gets indented. Therefore, there is not enough space for the sled pushing the driver to continue its run. This is the reason why the sled gets damaged. When the mechanism is forced, the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were noted to have the proper b-formed shape. The device open and closed without any difficulties and no unusual noises were heard. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing, the firing trigger did not automatically return to its original pre-firing position. There was difficulty in separating the firing and closing trigger. The surgeon used their hand to pull the two apart. The device was not articulated at this point. The device was then reloaded with a second cartridge. On the second firing, there was a crunch sound heard; the device cut but did not staple. There was bleeding that was controlled by using a new device to fire over the open area.